Manufacturer narrative:
A system displayed elective replacement indicator (eri) message was reported to abbott. It was determined the patient's ipg was inoperable. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable. It was noted that patient utilized tonic stimulation for a brief time. Surgical intervention may be undertaken to address this issue.